Event description:
The facility's biomed engineer reported an infusion pump with an 500:320 failure. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service events.